Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It is reported by a consumer on (B)(6) 2017, that a month prior, she woke up with what seemed like a simple eye infection in the right eye. Within 24 hours, she went in the emergency department, in severe pain and "blind from one eye." The consumer further indicated that the corneal ulcer turned out to be caused by an aggressive bacteria which thrives under a contact lens. She also reported that neither the packaging of the contact lenses nor any of the solutions on the market warned wearers of the severe dangers including those from contact with water. At the time of this report, she was still being treated (name and treatment modality unspecified) and was still "partially blind from one eye." Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Information supplied in the initial report: it is reported by a consumer on (B)(6) 2017, that a month prior, she woke up with what seemed like a simple eye infection in the right eye. Within 24 hours, she went in the emergency department, in severe pain and "blind from one eye." The consumer further indicated that the corneal ulcer turned out to be caused by an aggressive bacteria which thrives under a contact lens. She also reported that neither the packaging of the contact lenses nor any of the solutions on the market warned wearers of the severe dangers including those from contact with water. At the time of this report, she was still being treated (name and treatment modality unspecified) and was still "partially blind from one eye." Additional information has been requested but not yet received. New information for follow-up report: additional information was received from the reporter via e-mail on (B)(6) 2017. It was indicated that the patient was diagnosed with permanent vision loss in the affected eye.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).